Event description:
Related manufacturer reference number: 1627487-2022-05456. It was reported that patient experienced an infection possibly 6 weeks after implant. Reportedly, the entire system was explanted and the patient was hospitalized several weeks to treat the infection. The infection has been resolved.

Manufacturer narrative:
Date of event is estimated. Reporter phone number:(B)(6). During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.